Event description:
Dlu was loaded and calibrated normally; when closed and fired no stapling or cutting occurred. This was repeated with other dlu; then "replace flexshaft" message appeared on the system. Due to repeated closure of dlu and resulting tissue trauma increase in field of mobilization was required.